Event description:
The physician was attempting to use a resolute integrity drug eluting stent to treat a lesion in the mid lad. The lesion exhibited 70% stenosis, was non tortuous with moderate calcification (proximal critical lesion on lad followed by significant lesion). No abnormality noted during preparation or inspection of the resolute integrity device prior to use. The lesion was pre-dilated. The resolute integrity was been used with a femoral sheath, a 6f guide catheter and a bmw wire. Resistance was noted during delivery of the device to the lesion. Post pre-dilation it was noticed that the stent broke in mid of the stent. No intervention required. Lesion was treated with further dilation and another stent. No patient complications.

Manufacturer narrative:
Evaluation results: inherent risk of procedure-failure to deliver the stent and stent deformation. Patient¿s condition affected effectiveness of device-70% stenosis, proximal critical lesion. No results available since no evaluation performed- device or procedural images not provided for review. No device returned. Evaluation conclusion: inherent risk of procedure-failure to deliver the stent and stent deformation. Unable to confirm complaint - device or procedural images not provided for review. Device failure/lack of effectiveness related to patient condition-70% stenosis,proximal critical lesion. (B)(4).

Event description:
Image review: the pre-dilatation balloon of the distal lesion appeared to show that the balloon did not fully expand in the mid-section. The lesion appeared to be resistant to opening. Images showing the unsuccessful delivery of the 38mm stent were not provided in the cine images. But delivery and successful deployment of what appeared to be a 30mm stent was confirmed based on the images provided. The images appeared to show that the 30mm stent was also partially resistant to expansion in the mid-section. This appears to be due to the lesion morphology and not due to any issue with the stent material. Repeat post-dilation activities were required prior to completion of the treatment.